Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) returned to the clinic one day post implant due to having syncopal episodes and generally not feeling well. Intermittent right ventricular (rv) pacing inhibition was observed, that occurred when intrinsic p waves were present. There was an 8 second pause in pacing recorded by the device, as well as noise on the rv and shock channels. It was noted that the patient had a non boston scientific left atrial pressure (lap) device implanted as well. This left atrial pressure device does have a lead attached to it and the lead is implanted in the patient's right atrium. It was thought that this was causing electromagnetic interference (emi) noise and oversensing. The rv sensitivity and automatic gain control (agc) were reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.